Event description:
Particulate came from this handpiece during a cataract extraction procedure. An attempt was made to aspirate all the particulate; however, some remains. The pt looks fine post-op with no inflammation to date.

Manufacturer narrative:
A filter test was performed and the handpiece passed the filter test.